Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bilateral rupture", "leaking", "swollen lymph nodes, and migraines".

Event description:
Patient reported "bilateral rupture", "leaking", and "swollen lymph nodes". Patient also reported "migraines"; this event is not related to the device. The device remains implanted. This record is for the right side.